Event description:
It was reported that the customer's pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to confirm the pump was not plugged into a power source and press the button firmly, but this did not resolve the issue. The customer was then advised to plug the pump into a known working power source, at which point the pump screen turned on, displaying the option/bolus home screen. The customer confirmed that the pump's display and features were accessible without being plugged into a power source, and the wake button was working appropriately, indicating the pump was functioning as intended.